Event description:
The implant failed due to losing the initial stability. The implant was placed at #27 and removed after 2 weeks. One stage surgery sinus lifting surgery was performed with implant placement. Moderate oral hygiene poor bone condition tobacco use diabetes.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.